Event description:
The customer reported that the 840 ventilator had a blank screen while in use on a patient. There was no patient harm or injured as a result of the event. The evaluation of the device has not been completed.